Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)/ continuous bleeding/ heavy bleeding') in a 46-year-old female patient who had essure (batch no. 20193381) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, peptic ulcer disease, acid reflux (oesophageal) and grand multiparity. Current weight 128 lbs (B)(6) 2018 -surgical pathology report diagnosis: a) hysterectomy - cervix, uterus, bilateral fallopian tubes cervix: no significant histopathologic abnormality. Endometrium: inactive. Myometrium: leiomyomas (up to 1.5 cm) and adenomyosis. Serosa: no significant histopathologic abnormality. Fallopian tubes: unilateral benign paratubal cysts. Concurrent conditions included uterine leiomyoma, adenomyosis and peritoneal adhesions. On (B)(6) 2009, the patient had essure inserted. In july 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2018, the patient was found to have weight decreased ("weight loss"), 9 years 9 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain located in the pelvic region"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dyspareunia and abdominal pain lower had resolved and the vaginal haemorrhage, weight decreased and fatigue outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2009 insertion details- right- 4 coils and left- 9 coils were seen patient received treatment for dyspareunia ,menorrhagia, fatigue and weight loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Computerised tomogram - on (B)(6) 2010: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received outcome of event "dyspareunia" was updated as recovered. Date of lab data was updated. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)/ continuous bleeding/ heavy bleeding') in a 46-year-old female patient who had essure (batch no. 20193381) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, peptic ulcer disease, acid reflux (oesophageal) and grand multiparity. Current weight 128 lbs. (B)(6) 2018 -surgical pathology report. Diagnosis: a) hysterectomy - cervix, uterus, bilateral fallopian tubes cervix: no significant histopathologic abnormality. Endometrium: inactive. Myometrium: leiomyomas (up to 1.5 cm) and adenomyosis. Serosa: no significant histopathologic abnormality. Fallopian tubes: unilateral benign paratubal cysts. Concurrent conditions included uterine leiomyoma, adenomyosis and peritoneal adhesions. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2018, the patient was found to have weight decreased ("weight loss"), 9 years 9 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain located in the pelvic region"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and abdominal pain lower had resolved and the dyspareunia, vaginal haemorrhage, weight decreased and fatigue outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2009, (B)(6) 2009 insertion details- right- 4 coils and left- 9 coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Computerised tomogram - in (B)(6) 2010: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)/ continuous bleeding/ heavy bleeding') in a (B)(6) female patient who had essure (batch no. 20193381) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, peptic ulcer disease, acid reflux (oesophageal) and grand multiparity. Current weight (B)(6) lbs (B)(6) 2018 -surgical pathology report diagnosis: a) hysterectomy - cervix, uterus, bilateral fallopian tubes. Cervix: no significant histopathologic abnormality. Endometrium: inactive. Myometrium: leiomyomas (up to 1.5 cm) and adenomyosis. Serosa: no significant histopathologic abnormality. Fallopian tubes: unilateral benign paratubal cysts. Concurrent conditions included uterine leiomyoma, adenomyosis and peritoneal adhesions. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2018, the patient was found to have weight decreased ("weight loss"), 9 years 9 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain located in the pelvic region"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and abdominal pain lower had resolved and the dyspareunia, vaginal haemorrhage, weight decreased and fatigue outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2009, (B)(6) 2009 insertion details- right- 4 coils and left- 9 coils were seen diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Computerised tomogram - in (B)(6) 2010: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain. Most recent follow-up information incorporated above includes: on 22-oct-2019: pfs+mr received- lot number were added. Event injury updated to abnormal bleeding (vaginal). New events dyspareunia (painful sexual intercourse), abnormal bleeding (menorrhagia), fatigue, weight loss, severe pelvic pain were added. New reporters, patient information, medical history, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report